Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: no more information available for below questions. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Was dehiscence noted. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that ac patient underwent a vaginal delivery procedure on (B)(6) 2022 and suture was used. Post-operatively, the patient's perineum was ruptured during the surgery , and the doctor sutured the perineum. The surgery was smooth. The patient left the hospital the third day after the surgery . During the period, the patient did not feel unwell. On the 19th day after the surgery , the doctor visited home and found that the suture was not completely absorbed, no pus, no redness and swelling. The patient complained of slight pain in the wound. The doctor used medical scissors to cut the protruding suture and disinfect with iodophor. The patient was instructed to disinfect it with iodophor by himself in the morning and evening every day, a total of three days, five days after the telephone interview, pain relief. Additional information was requested.